Manufacturer narrative:
Requested tube back for evaluation. Customer is to send back a segment of the tube at issue as well as a unused tube from what is believed to be the same lot.

Event description:
Caller states endotracheal product "severely dented". They were getting low volume and high pips on the ventilator and couldn't get a suction catheter through. They tracked it down to the endotracheal tube and reintubated with a different tube. Caller states that patient went through the reintubation ok and currently has been weaned from the ventilator. The patient had been intubated in 2007 with this endotracheal tube. The event was early am at change of shift about 0600. Patient was asthmatic and caller did not believe this was a traumatic intubation "because they had no problem exchanging the tube" for a regular mallinckrodt tube. They do not usually use the reinforced tubes in ER and does not know why it was in their intubation tackle box. They do not consider this a sentinel event. Patient was discharged home and doing "fine".